Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was excruciating pain at the implant site beginning about 3 weeks prior to the report in (B)(6) of 2016. The pain was intermittent at the beginning, but the last 3-4 days prior the report, the pain had been constant, so the patient had turned her device off. She noticed more pain when the stimulation was on versus when it was off. The patient reported that her stimulator no longer works. The device wouldn¿t turn on and when it was on, it created more pain. There was no trauma or fall related to this issue. The patient was in a lot of discomfort as of (B)(6) 2016 and scheduled an appointment with her managing pain physician on (B)(6) 2016. Additional information was received from the patient on 2016-08-09 that reported that the circumstances that led to the pain at the implant site and increased pain with stimulation on was that the battery was not working. Several pieces were loose causing pain since early (B)(6) of 2016. No actions had been taken through the manufacturer to resolve the excruciating pain at the implant site and the increased pain when stimulation is on. As of (B)(6) 2016, the patient had obtained and notified a managing pain physician about the increase in pain.

Event description:
Additional information received from the patient reported that their implantable neurostimulator (ins) battery didn't get charged after several surgeries. The patient stated that they had two jump starts and then the device would no longer charge. It was noted that the issue of the battery not working and the several loose pieces were observed in late (B)(6). The patient reported that they would continue to charge but it became painful. Knots appeared and their pain increased, and normal use ceased. It was further stated that "pieces were loose" and x-rays showed some sort of deposit. The patient stated that surgical procedures were being scheduled in order to resolve the issue of the battery not working and the several pieces being loose. The issues were not resolved at the time of this report. It was noted that the patient's managing physician hasn't changed, and the patient had been given trigger point shots to date.

Event description:
Additional information received from the patient reported that x-rays were taken on (B)(6) 2016 and the pieces were not seen, they were considered ¿knots not identified.¿ the patient reported that their battery was to be removed as soon as pre-op tests were complete. It was noted that the issue of the battery not working and the several pieces being loose was observed in late (B)(6) after the implantable neurostimulator (ins) was not being charged. The patient reported that the issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.